Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The event history log was reviewed and found a cassette not attached alarm. Functional test was performed which found an unstable downstream occlusion (dso) sensor. The customer's problem was replicated. The cause of the problem was due to a faulty connector on the main board. The mainboard and dso sensor were replaced to fix the issue.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a device's cassette not loaded correctly error. There was unknown patient involvement and unknown patient harm/adverse event was reported.